Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-8500fot burr bent and twisted. This occurred during a case and broke in the joint space. Per facility: burr was being used in the posterior tibia. The surgeon experienced shavings from the burr. The guard on the burr bent and twisted around. The effect on the patient was metal shavers in the knee joint due to the guard bending and twisting."

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, no problem was noted with the (B)(4) packaged devices. The (B)(4) unpackaged devices were found to have the guard twisted and bent and on one device the burr came apart from the device. It was also noted that there was discoloration on the (B)(4) unpackaged devices. Based on the observed condition of the device, this event is most likely the result of user applied forces via prying/leveraging against bone and/or hard tissue during use.